Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced a black screen when the scope was plugged in. The issue occurred during a diagnostic colonoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty patient board set. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due a faulty patient board set. Olympus will continue to monitor field performance for this device.